Event description:
It was reported that the patient was hospitalized for an unrelated medical issue (the date of admit was not reported, nor was the admitting diagnosis/problem) but the patient began complaining the night before the initial report of severe pain in the pump area radiating to the back. The area could not even be palpated because the pain was ¿so severe.¿ there was no hemorrhaging. No edema or inflammation in the pump pocket area. The white blood cell count was ¿also normal,¿ no value was reported. There were no audible alarms. They were going to try to obtain telemetry strip that they ¿might¿ have had. The patient reported that they had a follow up appointment with the pump doctor the following week. The device was used to infuse morphine. Additional information received reported that the patient had severe abdominal pain around the pump and was in the hospital (as previously stated.) The pump was read about a week and a half prior to the report and everything ¿looked normal with pump reading.¿ it was noted that the patient was back in the hospital, and the patient¿s blood work up was ¿clear¿ and the patient had ¿no other symptoms.¿ the hospital staff wanted the device to be read again. Additional information has been requested, but was not available as of the date of this report.

Event description:
A representative reported that they had no further information other than the patient was released from the hospital.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).